Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for one (1) unknown screwdriver. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. This report is for one (1) unknown screwdriver. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver appears to be easily detached from the screw during insertion. There was no patient or procedure involvement. Concomitant device: screw (part unknown, lot unknown, quantity 1) this report is for one (1) unknown screwdriver. This is report 1 of 1 for (B)(4).